Event description:
It was reported that the patient experienced an arrhythmia. Upon review, it was noted that while charging the device for therapy delivery, the right ventricular (rv) lead exhibited over current detection and low defibrillation impedance, which resulted in failure to deliver high voltage (hv) therapy. No intervention was reported. There were no patient consequences.